Manufacturer narrative:
The large needle driver instrument was received and failure analysis found the instrument to have a bent main tube. The instrument was found to have a broken main tube approximately 28.08mm from the distal tip. No material was found missing. Components adjacent to this broken main tube showed damage. A review of the provided image shows the proximal clevis has dislodged where it meets the main tube and the main tube appears to be broken. The fragments in one of the pictures seem to have come from the main tube.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the large needle driver instrument was found to have a damaged shaft when it was removed. The surgeon did not know the instrument was damaged until the instrument was removed. The customer found two fragments had fallen inside the patient. The fragments were retrieved during the same procedure but the surgeon could not ensure that all fragments were found. No additional procedures were performed in order to remove the fragments. No back-up instrument was needed. The procedure was completed robotically as planned. The patient is currently being observed until discharge from the hospital.